Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed atrial undersensing with inappropriate sensor-driven atrial pacing into the noise window that sometimes results in ventricular undersensing with inappropriate ventricular pacing. Additionally, loss of capture (loc) and fusion beats were observed, and brady tachy response (btr) was noted. Flat egms were observed at the end due to backup pacing, blanking, and avsearch. Tachy detection appeared to be at 130 beats per minute (bpm). Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.